Event description:
It was reported that patient has a trident psl cup, but does not have the component's cat number or lot code available. It was further reported that the patient is experiencing chronic pain in the stem portion and the joint hurts.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.